Manufacturer narrative:
Patient information was not available from the site. The camera on the system was replaced and this resolved the issue. The camera was evaluated and found to have directly caused the event as it was out of calibration.

Event description:
A medtronic representative reported that the stealth inav portable system camera could not see the instrument spheres with the operating room lights. The surgeon only had to move the operating room lamps a little and then continued working with the system to complete the surgery. There was no impact on the patient outcome.